Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump alarmed failed battery test. Customer cannot make out blood glucose reading. Customer declined troubleshooting for failed battery test. Customer also reported battery out limit alarm. Insulin pump will not be returning for analysis.